Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2014 with the following findings: a replace battery (128-855f) alarm observed in black box, voltage at the time of the alarm is not low. A test display screen was used for all investigation steps. Exercised pump for 24 hours with no alarms occurring. The pump current draws were measured and found to be within specification.